Event description:
Erbe utilized with snare on colonic polyp. The unit appeared to have output, but no tone was heard. In an attempt to resolve tone problem halfway through polyp, there was no cautery. Surgeon tapped foot on the pedal, no output. Clip was utilized to control and stop bleeding. Biomedical staff found that the power plug had been disconnected, inadvertently, from the unit while staff was trying to find cause for no tone.the problem, therefore, was no tone. Unplugging the power was not a result of the problem.